Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while rasping, a calcar crack happened very early. There were angled anterior and posterior cracks that merged together 1 cm down creating a small butterfly fragment. As rasping continued, the calcar crack did not appear relevant structurally. The can was reamed distally to 0.25 mm under the definitive stem diameter. The stem was implanted without incident. The cracks did not open or extend. No cables were used when implanting the stem. All impinging bone was removed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.